Manufacturer narrative:
This report is being submitted to correct the impact codes (h6) in section h, device manufacturers only. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had pain at the pocket-size. The patient underwent an explant procedure and was doing well post-operatively. The explanted device was not returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had pain at the pocket-size. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was not returned per facility policy.